Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there were measurement failures. Broken protector and cable damaged. No known impact or consequence to patient.

Manufacturer narrative:
The returned module was evaluated. Visual inspection showed that the bend relief sleeve has come loose from module. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed.